Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of investigation. It was found that the coating of the jaw was peeled off. The manufacturing record was reviewed and found no irregularities. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the jaw was peeled off when the user scraped tissue or coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic distal pancreatectomy procedure, the subject device was used. In the procedure, the tissue pad of the subject device was separated. The doctor replaced it with a spare one and completed the procedure. No patient injury was reported. When the device was evaluated on (B)(6) 2017, it was found that the coating on the outer surface of the jaw and the probe were peeled off. This report is regarding the peeling of the jaw coating.